Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, expert medical opinion concluded that the etiology of the allergic reaction and kidney failure was anti-thrombotic medication, not the xience v stent.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported hypersensitivity and renal failure are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Follow up information received confirmed that in an expert medical opinion, it was concluded that the etiology of the allergic reaction and kidney failure was anti-thrombotic medication, not the xience v stent. There is no indication of a product quality deficiency.

Event description:
It was reported that after a procedure performed on an unspecified date, a patient developed an allergic reaction that progressed to kidney failure after implantation of a xience stent in an unspecified vessel. Though requested, no additional information has been provided.